Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began approximately 2-3 weeks prior to contacting lifescan (date/time not provided). The patient stated that she obtained the results of "119, 74, 62, 119, 67, 73 and 72 mg/dl" using the subject meter, the results were all taken more than 20 minutes apart from each other. The patient manages their diabetes with a combination of metformin and glipizide oral diabetes medications. The patient stated that she took exercise in response to the alleged product issue (date/time not provided). The patient claimed to have developed the symptom of "frequent urination" 2 days after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the patient was using an approved sample site and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed the symptom of "frequent urination" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.